Manufacturer narrative:
Device returned to MFR: returned product consisted of a sterling balloon catheter with a sterling pouch. The batch number on the packaging and device matched the reported batch number. Visual and tactile inspection revealed blood in the inflation lumen. Microscopic examination of the balloon and shaft revealed a longitudinal balloon tear 39mm long on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. After a 0.014 non bsc guide wire crossed the lesion, a 4.0mm x 60mm x 135cm sterling balloon catheter was advanced to predilate the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The device was exchanged to another of the same device. A 5mmx100 non bsc stent was deployed then predilated using the second 4.0mm x 60mm x 135cm sterling balloon catheter and the procedure was completed. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. After a 0.014 non bsc guide wire crossed the lesion, a 4.0mm x 60mm x 135cm sterling¿ balloon catheter was advanced to predilate the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The device was exchanged to another of the same device. A 5mmx100 non bsc stent was deployed then predilated using the second 4.0mm x 60mm x 135cm sterling¿ balloon catheter and the procedure was completed. No patient complications were reported and patient's status is good.